Manufacturer narrative:
Conclusion: vessel spasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during the review of stroke cases for the (B)(4). The information available regarding these events is limited to the procedural reports provided by the hospital.

Event description:
On (B)(4) 2009, the pt presented to the hospital with nihss of 22 and mrs of 5. The pt received 50 mg of IV tpa prior to the use of penumbra stroke system. The study device was used on the target vessel, left m1. Stenosis was observed proximal to the target vessel, so stenting was performed on the left ica with wallstent (7x40 mm) and redilation was done with sterling balloon catheter. The penumbra device was unsuccessful in recanalizing the vessel, and 15 mg of ia tpa was used after the device. It was recorded during data review for the clinical trial that on (B)(6) 2009 post interventional bleeding occurred in the basal temporal lobe and infarct core. It was reported as a severe adverse event, with uncertain relationship to both the study device and the angiographic procedure. It was resolved by (B)(6) 2009 with remedial therapy.